Manufacturer narrative:
The device will not be returned for evaluation; device discarded.

Event description:
It was reported that the pacing catheter was used on the patient who was expecting a pace maker implant. The pacing catheter stopped pacing; customer checked the catheter and found that it perforated the cardiac apex. The perforated area was swollen and covered the perforation, it appeared that there was no blood leakage. The pace maker was implanted and no other complications were reported.